Event description:
It was reported by the rep that the device was used during a laparoscopic nissen fundoplication. It was reported the internal gasket on the 511sd trocar was torn and was causing a constant loss of pnuemoperitoneum. The trocar was replaced with an additional 511sd. Additionally a oneseal reducer cap was ripped causing a delay in the case while an additional reducer cap was opened and placed on the trocar. The 511sd trocar and oneseal reducer cap was from a fdg13 kit. There was no consequence to the pt.